Event description:
Patient had received a series of shocks from ICD, potentially caused by an insertion fracture of his pacing lead. New lead was implanted and generator changed out at same time as old generator was near end of life. No obvious problem was found with pacing lead. Lead was capped and remains in the patient.